Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was constantly vibrating. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 11/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: the pump was returned with audio bolus, alert, reminder, warning and alarm/error sounds were set to ¿vibrate.¿ the normal bolus, temp basal, and remote bolus sounds were set to ¿off.¿. Since the alert features were set to vibrate the pump gave the vibration alert during the prime steps. The alert was set to low for testing purposes. The pump then gave a low audible sound when performing the prime features. The pump was functioning as intended. Unrelated to the initial allegation, the battery compartment was cracked. The audio bolus button cover was torn but the button was still responsive.